Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with an infection at the implanted device pocket site and vegetation the vegetation was present in both the right ventricular lead and atrial lead. The vegetation was visualized with transesophageal echocardiography. Additionally, both the ventricular and atrial leads were noted to be partially eroded through the patient¿s skin. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead, and atrial lead to resolve the issue. The patient was in stable condition.